Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated. The reported leak and mechanical jam appear to be due to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock lever cap leak. It was reported that during preparation, the clip delivery system (cds) was prepped and flushed; however, a leak at the back of the lock lever cap occurred. The lock lever cap was tightened, and the leak was no longer visible. It was then noted that it became impossible to loosen the lock lever cap, even with a hemostat. The device was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.